Event description:
It was reported that a patient experienced a heart attack and subsequently passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. Two weeks prior to death, the patient was hospitalized for another indication. On an unknown date during the hospitalization, the patient experienced a heart attack. The treatment for the heart attack was unknown. Subsequently the patient passed away. The cause of death was unknown. Apd therapy remained ongoing until the patient¿s death. It was unknown if the patient was using own homechoice or a hospital device. It was unknown if the patient was connected to a homechoice at the time of death. It was not reported if an autopsy was performed. It was not reported if an end stage renal disease (esrd) death notification was available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, event history log review, service history review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4)should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4), cmplnt-(B)(4), cmplnt-(B)(4) and cmplnt-(B)(4).